Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument was investigated on site. It was repaired on site by replacing the laptop computer, the main instrument board and the usb adapter. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
A customer reported instrument software intermittently stopped before end of runs, the instrument involved was applied biosystems 7500 fast dx (cat. No. 4406985, serial no. (B)(4)). No pt involvement reported. The company event tracking no. Is (B)(4).